Event description:
Medtronic cardiovascular received info that this eopa arterial cannulae was found to be incorrectly packaged. The packed trocar was a longer length than expected, and used during the case. It was reported that complications to the pt's aorta occurred as a result. No further info is available at this time.

Manufacturer narrative:
Evaluation: device history reviewed has not been completed as of the time of this report. Results code: this product has not been returned for analysis as of the time of this report. Conclusion: cause of event cannot be determined. Analysis: this product has not been returned for analysis. Conclusion: with the limited info available at this time, no conclusion can be drawn. Should the product be returned, or add'l info be provided, this event will be updated and a supplemental report filed.